Manufacturer narrative:
The customer cancelled the call. Advised that their in-house service was going to take care of this issue. No evaluation could be done.

Event description:
It was reported that the system 9800 gave a charger failure indication. It also would not do lateral shots. No patient injury was reported.